Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed it was observed the cuff had a small cut. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that prior to use on a patient, while checking the cuff, pin hole was found on the cuff. There was no patient involvement.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that prior to use on a patient, while checking the cuff, pin hole was found on the cuff. There was no patient involvement.